Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not start occurred due to faulty g1 board. The cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the high-definition lcd monitor could not power up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, cosmetic wear was noted, and the g1 board was faulty. It was noted, the g1 board was replaced, and the device resumed normal function. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.